Event description:
The pt was reportedly struck at the implant site with a ball. The pt reportedly experienced loss of sound and refused to wear his external equipment. The pt's device was explanted. The pt was reimplanted with another cochlear stimulator.